Manufacturer narrative:
The customer reported that their central nurse's station (cns) will not boot up. No harm or injury was reported. The customer attempted to swap the hdd's, but did not have the appropriate tools to do so. Nk ts is currently working on resolving the issue. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available.

Event description:
The customer reported that their central nurse's station (cns) will not boot up.

Manufacturer narrative:
Details of complaint: the customer reported that the central nurse's station (cns) would not boot up. The customer attempted to swap the hdds but did not have the appropriate tools to do so. No patient harm was reported. Investigation summary: the customer indicated that there was a storm. They indicated that the cns power was on but there was no light coming from the hdds. A review of the history of the serial number identified no further recurrences of the issue. Based on the available information, a definitive root cause could not be identified. However, the issue is likely due to hdd failure. Possible causes of hdd failure are power surges/interruptions and wear and tear. Events that involve fluctuations and changes in the voltage such as power outages and generator tests may damage the hdds. The hdds are electronic components/devices that may deteriorate through time and may wear from continual use, requiring proper maintenance.

Event description:
The customer reported that the central nurse's station (cns) would not boot up.